Manufacturer narrative:
(B)(4). The sample will not be returned.

Event description:
Complaint was received via maude event report. It was reported that when the nurse discontinued a radial arterial line, the suture was clipped with the scissors from a suture removal kit. When the line was pulled out, she thought she may have cut it as a portion of the line was retained in the body. Upon examination of the site, the edge appeared with a jagged edge, like it was worn versus a straight cut. The physician's discharge dictation references "the line broke." The surgeon decided to not remove the retained fragment as it is not posing any harm to the pt.